Event description:
In august 2000 patient began using duoderm cgf on ulcer on mid-shin of left leg.two days later, customer removed the dressing, which also removed some skin under the dressing. Customer discontinued use of duoderm and applied neosporin ointment and gauze dressing to the area and did not seek medical attention at that time. Two weeks later, customer went to ER because of pain in the area of the ulceration and denuded skin. Physician cleaned it out,gave patient IV antibiotics, recommeded neosporin to be applied, and told patient to keep it elevated. Customer given presciptions for cephalexin and oxycodone. Customer asked if customer could resume using duoderm on the ulcer, suggested that customer follow the advice of customer's physician. Customer had initially begun using the product on a different ulcer on the same leg 2 months earlier with positive results. Customer discontinued visits to the wound care center and cared for the wound with over the counter products. Customer said the area has healed except for one small area and seemed to think leg is resolved at this time.